Event description:
It was reported this was a procedure to treat a heavily calcified, moderately tortuous, and 100% stenosed superficial femoral artery. An armada 35 4mm/40mm was inserted and advanced to the target lesion. However, the balloon ruptured during the first inflation at 6atm. Therefore, the device was removed and replaced with a non-abbott device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately tortuous and heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during the inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.